Event description:
A stealth 360 gen 2 peripheral orbital atherectomy device (oad) was used for treatment of a heavily calcified, 85% stenosed, very tortuous, 2.0mm-in-diameter lesion in anterior tibial artery (at). Following the advancement of a guiding sheath, viperwire advance guide wire and oad, three low-speed, and three medium-speed treatments were performed. Glideassist was activated to remove the oad. The oad was stopped before reaching the guiding sheath. The oad was observed fractured. The oad was pulled through the guiding sheath with some resistance but was successfully removed. No oad components were left in vivo. The viperwire and guiding sheath remained in vivo and did not lose position. Ex vivo, the fracture was observed proximal to the oad crown. Balloon angioplasty was performed to complete the procedure. The patient was stable and did not experience impact from the reported issue.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Additional information received: the treatment access site was femoral artery. During device removal, it became stuck in the sheath due to the tortuosity of the aorta and had to be pulled very hard resulting in driveshaft fracture proximal to the crown. The fracture was identified ex vivo. No oad components were left in vivo. No medical intervention was needed to remove the fractured component.

Manufacturer narrative:
B1 no longer applies. H6e - replaced code 2687 with 4582; h6f - replaced code 4641 with 2199 . Csi ID: (B)(4).